Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that as per a physician the patient presented on (B)(6) 2016 with a cerebrospinal fluid (csf) leak from the back incision and a fluid collection in the pocket. The patient was taken to the operating room on (B)(6) 2016 for exploration surgery. Upon opening the back incision, fluid was sent for culture. Preliminary culture results per a physician were positive. The physician made the decision to explant both the pump and catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, none was reported. The pump and complete catheter were explanted on (B)(6) 2016. The explanted devices were discarded by the hcp. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. Note - refer to MFR report number 3004209178-2016-10094 regarding a prior event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.